Event description:
Per report, the sapien 23mm valve was implanted in the aortic annulus in the usual fashion. Post implant echo showed a non functioning right coronary leaflet of the sapien valve. The patient had a marked amount of ai, but was stable. Multiple attempts were made to move the guide wire to see if it was impinging the leaflet. It was found that the wire had no bearing on the non-functioning leaflet. Multiple attempts were then made with the pigtail catheter to force the valve to close without success. A second sapien 23 valve and delivery system were then prepped and implanted within the initial valve. The second valve was deployed approximately 2mm lower with no leak detected within or around the valve was and it was functioning normally. The patient was stable after the procedure and has had an unremarkable recovery.

Manufacturer narrative:
Additional information provided by company representative: this valve was not re-crimped, and the total crimped time of the first valve was not more than 15 minutes prior to deployment. Post deployment the valve position was 65:35 aortic and the stent was slightly flared on the aortic side. There was no overhanging leaflet. The second sapien valve was deployed 2 mm lower than the first valve. Per the device instructions for use (IFU), transvalvular leak and malposition requiring intervention are potential risks associated with the use of the bioprosthesis. In this particular case, the cause of the reported non-functioning leaflet with central aortic insufficiency (cai) cannot be cannot be confirmed; however, per report, the first sapien valve was positioned slightly too aortic and it is possible that this in combination with patient (native leaflet calcification) and procedural factors (rapid pacing induced hypotension) caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.